Event description:
It was reported that original surgery date of (B)(6) with the surgeon; patient returned to surgeon¿s office a few days later and reported numbness in arm. The surgeon took x-ray films and saw that the anchor-c 10mm screw was in the spinal canal. Immediately post-op and on day after surgery, screw was not in the canal. He did a revision surgery and removed the 10mm screw.

Manufacturer narrative:
Method: device history review; results: the device was not returned and lot # was not provided therefore the device was not able to be evaluated. Conclusion: however a possible cause for the reported event is likely both design related and user related.

Event description:
It was reported that original surgery date of (B)(6) with the surgeon; patient returned to surgeon's office a few days later and reported numbness in arm. The surgeon took x-ray films and saw that the anchor-c 10mm screw was in the spinal canal. Immediately post-op and on day after surgery, screw was not in the canal. He did a revision surgery and removed the 10mm screw.